Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure performed on (B)(6)2012. According to the complainant, during the procedure, the tip of the injection gold probe was believed to have detached into the patient. However, when the scope was withdrawn from the patient, the distal ceramic tip was found. Reportedly, the nurse manager believes "this is a physician technique issue." No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.